Manufacturer narrative:
(B)(4). Section g4: PMA/510(k) number - no 510(k) number included due to the subject device being exempt from pms pathway to regulatory approval. Fisher & paykel healthcare (f&p) is currently in the process of completing our investigation. We will provide a follow up report upon completion of our investigation.

Event description:
A healthcare facility in china reported via national medical products administration (nmpa) reporting system that the tubing of an opt312 optiflow junior nasal cannula was detached during use. It was also reported that the cannula was replaced. Fisher & paykel healthcare (f&p) has requested further information related to the reported event.

Manufacturer narrative:
(B)(6). Section g4: PMA/510(k) number - no 510(k) number included due to the subject device being exempt from pms pathway to regulatory approval. Method: the subject device, opt312 optiflow junior nasal cannula was not returned to fisher & paykel healthcare (f&p) for an evaluation. Our investigation is therefore based on the information provided by the healthcare facility, and our knowledge of the product. Result: the healthcare facility reported that the tubing of an opt312 optiflow junior nasal cannula was found to be detached from the cannula during use. Conclusion: without the return of the subject device or photography for evaluation, we are unable to determine the cause of the reported event. As part of the manufacturing process, all optiflow junior cannulas are 100% leak and occlusion tested after final assembly and any cannula that fails specifications is discarded. In addition, representative samples from each batch are functionally tested to assess retention strength between the assembled components. If there are any failures the entire batch is quarantined for further investigation. The user instructions illustrate in pictorial format the correct set-up and proper use of the optiflow junior nasal cannula. They also state the following: - appropriate patient monitoring must be used at all times. Failure to monitor the patient may result in loss of therapy, serious injury or death. - do not stretch or crush tube. - ensure that all connections are secure during use. Check cannula is undamaged and that the flow path is maintained. Under excessive load, the cannula may disconnect to prevent forces being transferred to the patient.

Event description:
A healthcare facility in china reported via national medical products administration (nmpa) reporting system that the tubing of an opt312 optiflow junior nasal cannula was detached during use. It was also reported that the cannula was replaced. There was no reported patient consequence.